Manufacturer narrative:
This report is filed on (B)(6) 2016, (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and drainage at the implant site, and was subsequently treated with topical steroids (date not reported). Revision surgery is planned; however it is unknown whether this has occurred as of the date of this report.